Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had insufficient cooling. Mixing pump was replaced.

Event description:
It was reported that the arctic sun device had insufficient cooling. Mixing pump was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Installed test mixing pump in order to cool in decon. Mixing pump was serviced during the pm process. He device underwent pm servicing while in for repair. Serviced the circulation pump. Replaced the heater. Replaced the drain valves and replaced both manifold o-rings on the manifold, coin cell was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.